Event description:
Invacare shower chair collapsed, the front 2 plastic legs 3 times and third time, I had to get help from my husband. I got bumps and bruises. Info: wt.cap (B)(6) lbs; model/ref (B)(4): lot pp 141101. This company has a history of dangerous shower chairs. I got my chair from the (B)(6) hospital in 2016.